Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or suture remain on the inserter. No ts or suture were returned. The devices actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Although the reported failure mode cannot be confirmed, the described failure is related to root cause investigation that was opened. As part of the investigation a design change was implemented to address this failure mode. The device in question was manufactured prior to this change. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that t1 and t2 deployed simultaneously from the ultra fast-fix 360 curved. A backup was used to complete the procedure. No delay was reported and there was no report of patient impact as the result of the alleged event.